Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 0.100 miu/ml with a data flag and was reported outside the laboratory. The repeat result on the same analyzer was 61.72 miu/ml. The repeat result on a different analytical e module analyzer was 63.00 miu/ml. The reported result was corrected. The patient was not adversely affected. The reagent lot number was 131960. The expiration date was requested but was not provided. The customer did not use the recommended sample tube rack adapters which may have allowed the same tube to lean in the rack and causes issues with pipetting. Based on the calibration and qc data provided, there was no obvious reagent issue. Alarms indicating pipetting issues were generated around the time of the event.

Manufacturer narrative:
A specific root cause could not be identified. The most probable root causes include pre-analytic issues, issues due to the missing rack adapters, a too low sample volume, or insufficient clotting time for the samples.